Manufacturer narrative:
This report contains correction in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received external shock and cardiopulmonary resuscitation (CPR). The patient had ventricular fibrillation (vf). The device had triggered code 1004 code indicative of short circuit and code 1007 due to capacitor charge time exceeding limitations. The battery status reached end of life (eol). The non-boston scientific (bsc) lead had an insulation damage. Subsequently this device and non-bsc lead was explanted and successfully replaced. It was further noted that the right atrial (ra) lead had insulation damage and when the new device was implanted, the right ventricular (rv) lead exhibited out of range shock impedances. So, ra and rv leads were also explanted and replaced. No additional patient adverse effects were reported. Additional information received indicated that this device exhibited premature battery depletion and there was a shock which was not delivered when needed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received external shock and cardiopulmonary resuscitation (CPR). The patient had ventricular fibrillation (vf). The device had triggered code 1004 code indicative of short circuit and code 1007 due to capacitor charge time exceeding limitations. The battery status reached end of life (eol). The non-boston scientific (bsc) lead had an insulation damage. Subsequently this device and non-bsc lead was explanted and successfully replaced. It was further noted that the right atrial (ra) lead had insulation damage and when the new device was implanted, the right ventricular (rv) lead exhibited out of range shock impedances. So, ra and rv leads were also explanted and replaced. No additional patient adverse effects were reported. Additional information received indicated that this device exhibited premature battery depletion and there was a shock which was not delivered when needed. Subsequently, the device was returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted scratches and tool marks on the case and the header. There was an arc mark on the case back which indicated that the shocking lead was shorted to the case. The seal plugs were intact, and the set screws operate normally. An x-ray inspection noted the plasma fuse was blown open. The cause of the error messages and shorted lead message was the device delivering a shock into an abraded lead that was touching the case of the device and this caused the shorted lead condition. This report contains correction in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received external shock and cardiopulmonary resuscitation (CPR). The patient had ventricular fibrillation (vf). The device had triggered code 1004 code indicative of short circuit and code 1007 due to capacitor charge time exceeding limitations. The battery status reached end of life (eol). The non-boston scientific (bsc) lead had an insulation damage. Subsequently this device and non-bsc lead was explanted and successfully replaced. It was further noted that the right atrial (ra) lead had insulation damage and when the new device was implanted, the right ventricular (rv) lead exhibited out of range shock impedances. So, ra and rv leads were also explanted and replaced. No additional patient adverse effects were reported.